Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were discussed; however, there was no one-to-one correlation with specific serial numbers. The failure modes were a decrease in impedance/subsequent low impedance, unacceptable thresholds, insulation issues, r-wave variations, and patient death. Also noted were multiple lead replacements, with some leads being left in place. There was no indication that the death was device-related. There is reference that some of the leads were returned to the manufacturer and analyzed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "effect of insulation material in aging pacing leads: comparison of impedance and other electricals: time-dependent pacemaker insulation changes." Pace pacing clin. Electrophysiol. January 1 2012;35(1):51-57.